Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the head of the generator's pump had detached resulting in the water to leak from the sterilizer. The technician made the necessary repairs, tested the unit, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their century sterilizer onto the floor. No report of injury.